Event description:
The account stated the head of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to a defective head up valve. He replaced the head up valve guide tube assembly to repair the bed.